Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for complications post use of angioseal device based on the complaint allegation. The exact root cause of the reported event can not be determined especially in the absence of the device and the details about the sequence of events that led to the alleged adverse event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the risk file.

Event description:
The user facility reported that the physician had an issue with the involved 8 french angio-seal device. The procedure resulted in a need for further post procedure testing and intervention. The event occurred post-treatment. Additional information was received on 02 feb 2023: the patient was in stable condition. The procedure outcome was successful. Additional information was received on 06 feb 2023: the type of procedure performed was a carotid stent intervention. The sheath size used was an 8 french sheath x 10cm. There were no access, sheath, or device difficulties. A pre-deployment angio was performed. The sheath insertion site proximal was calcified. Ongoing bleeding was saw post deployment, there was no hematoma present, and pressure was held for two (2) minutes. There was a loss of the right lower extremity (rle) pulse oximeter, therefore a doppler was used to find the pedal pulse and were no longer palpable. Intermitting doppler was used to evaluate and a flow above and below access site was observed have a concern that there was a potential femoral artery occlusion given the lack of flow. A computed tomography (CT) angio was done, and a vascular surgeon (va) was consulted. The patient was transferred to be evaluated by a CT and moved to intensive care unit (ICU). A right femoral artery (rfa) occlusion was suspected. Post intervention a computed tomography angiography (cta) was needed. The patient was referred to a vs to consult for a possible thrombectomy, occlusion of rfa. The procedure ultimately was not completed successfully. Pressure was held for two (2) minutes for hemostasis to be achieved on top of the angio-seal device used. The estimated blood loss was not significant and/or not noted. Patient issues were referred to the vs.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: ir manager. The actual device was not available. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.